Event description:
The following information was received from (B)(4) and is a spontaneous report by a nurse in the (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and touch contamination occurred. On (B)(6) 2012, the patient was diagnosed with peritonitis due to the touch contamination. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. In (B)(6) 2012, the patient recovered from the peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11f22040. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.